Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that during catheterization, a nurse discovered the tip of the micro-intubation device was cracked and bent upward. The issue was resolved by replacing the product.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of sheath bend and crack is confirmed; however, the exact cause is unknown. One photograph of an assembled microintroducer was returned for evaluation. Visual observation of the photograph shows an assembled microintroducer laying on the groshong nxt clearvue packaging. The batch number is observed to be rekp2753. The microintroducer is observed to be assembled and unused. A bend was observed in the shaft of the peel-apart sheath. No damaged was discernible at the microintroducer sheath tip in the photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.